Event description:
Reporter indicated that their programming system was experiencing difficulties establishing consistent communication with a pt's generator. The pt had been recently had the generator implanted and thus was not suspected as a potential cause for the communication issues. Troubleshooting was performed but the issues did not resolve. The physician noted that he could see some of the wires in the serial adapter cord which connects the programming wand to the programming handheld computer. The programming system was returned for analysis, which found that there was a wire within the serial adapter cord which had become disconnected from the adapter board inside the cord. Once the wire was re-attached, the communication issues resolved, and there were no other anomalies identified.

Manufacturer narrative:
Conclusions - device failure occurred, but did not cause or contribute to a death or serious injury.